Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin but the issue resolved after changing the infusion set later the customer had high blood glucose level of 500mg/dl. The insulin pump is returning for analysis as it is giving frequent recurring no delivery alarms. Frn unk reservoir; uno medical infusion set.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm and no device deficiency anomaly noted during test.